Manufacturer narrative:
Product analysis: misalignment was confirmed. The programmer stylus and cursor were not aligned. The connection between the programmer's display overlay and printed circuit board (pcb) was re-seated, and the stylus was calibrated to the display. The hard drive was reconfigured, the software reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's cursor was misaligned with stylus contact. A second stylus was used, but the issue persisted. The programmer was returned for service. There was no patient involvement.